Event description:
It was reported an altitude alarm enunciated while the customer was not outside of the labeled operating altitude range. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. At the time of the call with tandem technical support, the customer had not yet addressed the bg. The customer cleared the alarm and resumed insulin therapy successfully.